Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump shut off and subsequently a malfunction alarm occurred. As a result, customer was hospitalized for an elevated blood glucose (bg) level between 120-380 mg/dl where they were treated with intravenous fluids of saline and insulin, electrolytes, magnesium, and potassium. Customer reverted to an alternate method of insulin therapy and was released from the hospital three days later.